Manufacturer narrative:
Tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Inflammation/ anemia: the cause of the injury was not determined due to insufficient clinical details. The pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Patient brought to cvor for escalation of therapy from impella cp to impella 5.5. Successful axillary cutdown and implant of impella 5.5. Wire first placed in lv with assistance from cardiology beside impella cp. Cp was then pulled back into descending aorta and 5.5 advanced into lv with minimal time without support. 5.5 increased to p8. While on support, argatroban started due to low platelets. Tongue was severely swollen as well as full body edema preventing extubating. Patient became tachycardic so mirlinone being titrated down. Patient was given packed red blood cells..